Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a vent fail occurred during use with automatic ventilation mode. There was no patient injury reported.

Event description:
It was reported that a vent fail occurred during use with automatic ventilation mode. There was no patient injury reported.

Manufacturer narrative:
It was reported that the service technician replaced the lp-mobi for repair. The investigation was based on the description of event and service report. Neither the replaced hardware was returned nor a logfile has been made available for further evaluation. The service report indicates that a device test was documented after the circuit board was replaced. The device self-test was successfully completed at this point. As the lp-mobi is the central unit of the device, a (partial) fail of this circuit board can lead to a vent fail. However, as the replaced component has been kept by the customer and no logfile was available, a reliable conclusion about the exact root cause cannot be drawn. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation in man/spont-mode and switched off-state remains possible. Based on the available information, a detailed investigation was not possible. The lp -mobi was replaced, and the device passed all tests according to manufacturer's specification afterwards.